Event description:
It was reported that two devices were used during a bowel resection. It was reported by the rep that two tlc55's were fired and both locked out. The first device locked out after 2 inches. The second locked out after 2.5 inches. There was no consequence to the pt.